Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the albumin assay on a cobas 8000 c702 module. The sample initially resulted in an albumin value of 1.03 g/dl. The sample was repeated two times, resulting in albumin values of 3.89 g/dl and 4.16 g/dl. The value of 4.16 g/dl was deemed correct.

Manufacturer narrative:
The albumin reagent lot and expiration date were requested but not provided. The field service checked the analyzer and verified the sample/reagent syringe seals. He found an issue with the adjustment of the sample probe and corrected it. Instrument performance testing passed successfully. Calibration and quality controls were performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.